Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the prompts that hold wire on the back of the station were damaged. The customer stated that this malfunction occurred when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the prompts that hold wire on the back of the station were damaged. The customer stated that this malfunction occurred when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a damaged prompt that holds the black wire. A field service engineer replaced enhanced cubie drawer controller board and pyxibus controller board on half height cubie drawers. Customer tested drawer by opening and closing drawer multiple times. The system functioned as intended after the field service engineer repaired the device.